Event description:
The customer reported the slingbar¿s adapter of their viking m lift was damaged. There was no allegation of patient fall or death reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom service technician inspected the lift and found the fitting that attaches the sling bar to bottom of the flexlink was grooved out, as showed by the picture provided. The sling bar could have detached due to the metal breaking. There was no allegation of patient fall or death reported from this alleged incident. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The periodic inspection protocol for liko mobile lifts 3en371001 rev 5 (which describes yearly inspections of liko mobile lifts) states under section 6: check that the unit rotates freely on its bearings. Make sure the sling bar does not rotate unevenly, wobble or the spinning stops due to high friction. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points. The instruction guide for viking m, 7en137107 rev. 4, states under inspection and maintenance. For trouble-free use, certain details should be checked each day the lift is used: ¿ inspect the lift and check to make sure that there is no external damage. ¿ check the sling bar attachment. The IFU further states: a periodic inspection of the lift should be carried out at least once per year. A search of the hill-rom maintenance records showed that preventative maintenance had been performed in (B)(6) 2022. Per the information provided, there was no patient fall or injury caused by this damage. However, it is likely the malfunction could contribute to a serious injury or death if it were to recur during patient transfer. Therefore, this complaint is considered a reportable malfunction.